Manufacturer narrative:
Device was used for treatment; not diagnosed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Consultant reported that during surgery for a humus fracture, while the surgeon was reaming into the right humerus medullary canal the locking screw and collar loosened causing the flexible shaft connector attachment to come apart. Surgeon continued using the instrument to complete the surgery. No delay or harm was reported. This is complaint 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment; not diagnosed. The set screw most likely became loose due to repeated use and sterilization cycles." (This is from engineering). The device was produced and distributed in july 2006; the screw possible got loose during often use and decontamination procedures. Due to repeated complaints (B)(4) was implemented in 2009 to improve the described situation; the screw to be locked with adhesive loctite 243. This complaint is deemed indeterminate from a manufacturing standpoint.